Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the patient's weight was not measured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient missed a refill and was low on drug supply as a result. The pump was reprogrammed on (B)(6)2016 to decrease the dose by 50%, changed reservoir volume to 1 ml, and changed critical alarm interval from every 10 mins to 2 hour interval. Subsequent pump refill on (B)(6)2017 report shows 2 ml reservoir was restored and no changes were made to reduced simple continuous dosing. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving fentanyl (2000.0 mcg/ml at 449.5 mcg/day), bupivacaine (20.0 mg/ml at 4.495 mg/day), and morphine (10.0 mg/ml at 2.248 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and post laminectomy pain. It was reported in logs returned that a low reservoir alarm occurred on (B)(6) 2016 at 12:13 and an empty pump reservoir alarm occurred on (B)(6) 2016 at 23:13.